Manufacturer narrative:
(B)(4) to address unspecified issue experienced on lead.

Event description:
It was reported that the right atrial lead was explanted due to an unspecified issue. The lead was explanted and replaced. Additional information was requested but not received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.